Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes from minute ventilation signal (mv) oversensing. The mv feature was programmed off which resolved the noise. The ra impedance measurements were tested and were stable; however, it was noted that the ra impedance measurements had changed abruptly in the past. There were no out of range impedance measurements noted. The patient had a condition noted as arrhythmogenic right ventricular dysplasia (arvd), and the device was programmed to avoid right ventricular (rv) pacing. However, the rv pacing had increased and the patient was sensitive to rv pacing and had increased symptoms. The device was reprogrammed, but the patient remained having symptoms that the device was pacing them. Further programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.